Manufacturer narrative:
E1: address line 2 (B)(6). H3: one device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be coming off. Functional testing confirmed the reported problem. The dso seal and printed wire assembly were replaced to resolve the issue. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the backup battery does not work. There was unknown patient involvement. The device evaluation noted the downstream occlusion seal to be coming off.